Manufacturer narrative:
Complained product will not be available.

Event description:
Refill cracked, loose in mouth/ brush heads, fell apart, little metal stem in the toothbrush that came apart- oral-b power oral care refills [device breakage]. Case narrative: consumer reported via phone that 2 oral-b brush heads from a pack of 4 he bought came apart. There is a little metal stem in the toothbrush that came apart. No injury was reported.

Manufacturer narrative:
05-aug-2025 product investigation results- product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Refill cracked, loose in mouth/ brush heads...fell apart...little metal stem in the toothbrush that came apart- oral-b power oral care refills [device breakage]. Product counterfeit- oral-b power oral care refills [product counterfeit] case narrative: consumer reported via phone that 2 oral-b brush heads from a pack of 4 he bought came apart. There is a little metal stem in the toothbrush that came apart. No injury was reported. Follow up: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.